Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no damage to the battery compartment or the battery cap. The batter cap that was returned with the pump for investigation was able to be properly secured to the pump and was noted to be within specification. On testing, the pump powered on normally without alarms. The pump was exercised for 24 hours without power loss or alarms. The pump was opened for investigation and did not reveal evidence of internal damage to the power circuit. Investigation was not able to duplicate the alleged power loss.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging the pump was noted to have powered off when a bolus was attempted to cover for a snack. The reporter denied damage to the battery compartment and confirmed the battery cap was secured properly to the pump. The reporter denied any alarms being emitted from the pump. The reporter confirmed replacing the battery with a lithium battery and the pump powered on. The animas representative reviewed the alarm history with the reporter and there were no low battery or replace battery warnings or alarms recorded in the history. The patient's blood glucose (bg) during the time of the alleged pump malfunction was 200-400 mg/dl without signs or symptoms of bg excursion. This reported elevation of bg does not meet the criteria of a reportable adverse event. The reporter stated the patient's bg was controlled with injections during this time. The patient continued on a backup plan. This complaint is being reported because the loss of power without alarm remained unresolved.